Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4(model no),d4(serial no),h4 (device mfg date),h10(addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced trembling, no strength in the arms/hands, loss of consciousness and or seizure and was treated received insulin/glucagon or other medications by a third party. Additionally the customer reported receiving unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent injury associated with this event. No further details were provided and attempts to gather additional information were unsuccessful.

Event description:
A webform complaint was received in which it was reported a customer received a "replace sensor" message on the adc device and was unable to obtain readings. As a result, customer experienced trembling, no strength in the arms/hands, loss of consciousness and or seizure and was treated received insulin/glucagon or other medications by a third party. Additionally the customer reported receiving unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent injury associated with this event. No further details were provided and attempts to gather additional information were unsuccessful.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted